Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst in the blood vessel. Hemostasis has since been completed with manual compression. There was no reported patient injury. There was no abnormality before use. The procedure was intended for use in percutaneous transluminal angioplasty (pta) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 button 2 were not depressed. The syringe was received connected to the device and the procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found fully covered by the sealant sleeves and no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU), was conducted. The findings indicated a balloon leak in the ballon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined, and it is not possible to determine what factors may have contributed to balloon rupture reported. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst in the blood vessel. Hemostasis has since been completed with manual compression. There was no reported patient injury. There was no abnormality before use. The procedure was intended for use in percutaneous transluminal angioplasty (pta) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.